Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction: a review of the complaint record indicated that the complaint was received by animas on (B)(6) 2015, not (B)(6) 2015 as previously reported.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/31/2015 with the following findings: the battery compartment was cracked. Unrelated to the original complaint, the display was dim and discolored and the battery cap threads were stripped and unable to secure. Also unrelated to the original complaint, the keypad buttons responded intermittently. There was no damage observed on the keypad but there was contamination present under the all the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.